Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of a citrobacter species as a staphylococcus species in association with the vitek® ms (ref 410895u, serial (B)(4)). No additional details have been provided regarding the species of the expected or the obtained identifications. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of a citrobacter species as a staphylococcus species in association with the vitek® ms (ref 410895u, serial (B)(6)). Investigation the investigator reviewed historical complaints and the device history record. Since january 2016, no complaint has been recorded for the misidentification as citrobacter braakii instead of staphylococcus aureus. There are also no capas, nor non-conformities on vitek ms linked with customer complaint. Fine tuning: status medium at the time of acquisition, but the fine tuning indicators acceptance criteria could be affected by the non-optimal fine tuning made prior to the misidentification and to the quality of the spot preparation. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis: according to data provided, the score level appears acceptable for both spectra with vitek ms kb v3.2. By reprocessing the customer data with saramis kb v4.16 (ruo), spectra which gave the customer's citrobacter brakkii result led to a low discrimination result to different species. This could be explained by a non-optimal spectra or a species out of the knowledge base. Analyzing the spectra, it has been observed that they are very different. Sample contamination cannot be excluded. Biomérieux quality control laboratory obtained the expected results as staphylococcus aureus but didn¿t reproduce the customer misidentification as citrobacter braakii. Based on these findings , a non-optimal sample preparation quality is suspected for the misidentification issue. A gram staining would have helped the customer to detect the misidentification because staphylococcus aureus is a cocci gram positive cocci and citrobacter braakii is a gram negative bacilli. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-924a for vitek ms clinical use v3.2: ¿interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿. Conclusion local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation, and alerted the customer to perform a new fine tuning, ensuring that all mandatory criteria are met.